Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the user facility and company representative to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The user facility and company representative were able to provide new patient and procedural information, which was updated in the appropriate sections. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: one denali jugular filter system was returned for evaluation. The filter was returned inside of the storage tube. The filter hook was noted to be slightly twisted in the storage tube. No anomalies noted to the pusher catheter. The dilator was returned fully inserted into the sheath. The dilator tip was noted to be buckled. No anomalies were noted to the sheath. Functional/performance evaluation: the filter was deployed from the storage tube. The filter contained all 6 arms and 6 legs which were present and intact. The hub of the sheath was sliced open longitudinally. There was no gap noticed between the sheath and the hub; however, there should be a smooth linear transition between the hub and the sheath. In this case the inner surface of the hub exhibited a small "lip" all around the circumferential location. Heat was applied and the filter took the appropriate shape. Measurements were conducted and all measurements met the required specifications. Medical records review: medical records were not provided. Image/photo review: no images or photos were provided. Conclusion: this complaint investigation is confirmed for failure to advance, as the filter was returned in the storage tube. Based upon the available information, the definitive root cause for this event is unknown. It is unknown if procedural factors contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warning: delivery of the denali filter through the introducer sheath is advance only. Retraction and twisting of the pusher during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer sheath. Additionally, specific warnings, precautions, and potential complications associated with the device are included in the IFU. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a vena cava filter deployment procedure, the dilator tip became malformed while advancing through the introducer hub of the deployment sheath; however, access was gained in the jugular vein. The filter was unable to advance beyond the introducer hub of the deployment sheath; therefore, the filter and deployment system were exchanged for a new filter that was prepped and deployed successfully. There is no reported patient injury.